Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted: (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue, dyspnea and that their right side was completely occluded. It was also reported that the right atrial (ra) lead exhibited noise, lead impedance warning, high/increasing thresholds, loss of atrioventricular synchronous pacing, and a possible fracture. The ra and right ventricular (rv) lead were capped and replaced. No further patient complications have been reported as a result of this event.